Manufacturer narrative:
Eval summary: the product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Photos were rec'd and reviewed by a company optometrist who deemed "the images do not appear to be glistenings." There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, glistenings were noted to be present. The implant surgery was performed in (B)(6) 2012. Add'l info was rec'd from the nurse who reported the pt's current best corrected visual acuity is 0.8 (bcva 20/25).